Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that during the procedure the radiopaque marker band separated from the aspiration catheter and became lodged inside the patient's aorta. The physician inserted the guide wire into the patient's saphenous vein graft. The physician inserted a stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter into the patient and it kinked. The device was removed and replaced with a second aspiration catheter to continue the case. The physician removed the guide catheter, the guide wire and the aspiration catheter together from the patient. The physician observed on the fluoroscope something in the aorta. The physician examined the area on scope and discovered that the radiopaque marker band had separated from the aspiration catheter and became lodged inside the patient's aorta. The physician continued to observe on the scope to see if the marker band was moving freely or lodged in the vessel. The physician noticed that it seems to be lodged, however, the physician indicated that it moved slightly with the blood pressure. The physician has decided to leave the marker band inside the vessel and has sent the patient for observation. The patient is currently stable and has experienced no adverse effects at this time of the report.